Event description:
During the transoral incisionless fundoplication dr (B)(6) experienced a malfunction of the esophyx delivery device. The posterior side of the device was unable to be reloaded to fire another fastener. The anterior side was still functioning and the remaining fasteners were fired from it to complete the case. No apparent harm was caused to the patient. Diagnosis or reason for use: gerd. Is the product compounded: no. Is the product over-the-counter: no. Event abated after use stopped or dose reduced: yes.